Event description:
It was reported that thrombosis occurred. A concomitant procedure was being performed, where the patient was receiving a non-boston scientific (bsc) mitral clip and also a left atrial appendage (laa) closure device. The non-bsc mitral clip was successfully implanted. The activated clotting time (act) was 300 seconds. A watchman fxd curve access system (was) was inserted and advanced into the left atrium. A thrombus was immediately noted on transesophageal echocardiogram (tee) imaging located on the part of the was that was within the right atrium. The was was removed attempting to bring the thrombus with it. The thrombus was unable to be located and the procedure was aborted. The patient remains hospitalized due to the concomitant procedure being an inpatient procedure but is fully recovered.